Manufacturer narrative:
Additional manufacturer narrative: upon further discussion, nihon kohden found that the customer had recently updated their software.

Manufacturer narrative:
The customer restarted the central monitoring system and their issue was resolved. Problem was corrected during call.

Event description:
The customer reported that all monitors were having communication loss on the central monitoring system.